Manufacturer narrative:
Device evaluation summary: device evaluation of monitors (B)(4) have been completed. The reported problem (won't power up) has been confirmed. Upon evaluation it was found that the sd ram (synchronous dynamic random access memory) chips (components u100 and u101) were corrupt and needed to be replaced in both monitors. A defective ram would prevent the flash memory from loading, thus not powering up the monitor. The root cause of the defective ram cannot be positively identified. No adverse event resulted from the corrupt ram. The patient received a replacement monitor. Device manufacture date: monitor (B)(4): 04/2011; monitor (B)(4): 03/2011.

Event description:
A (B)(6) male patient contacted zoll customer support to report that his monitor would not power on. When a patient service representative (psr) visited the patient to replace the patient's monitor, the psr reported that the replacement monitor was also not powering up. The patient was provided with a new replacement monitor.